Event description:
It was reported that there was black particular matter in the injection port of eleven(11) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: the event occurred from (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from october 29, 2021 - october 31, 2021. H10: eleven (11) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with fill port caps removed which observed a loose, white, polymeric appearing particle, morphologically consistent with fill port material in the wall of the fill port interior wall of one (1) sample only. The reported condition was verified in one (1) sample; however, not verified in the remaining ten (10 ) samples. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.